Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient was diagnosed with having a heart attack. The patient had a stent placed in their heart artery. In addition the patient was treated with insulin via syringe. The patient was prescribed aspirin, lipitor, nitroglycerin, zofran and clavex. The patient was discharged from the hospital after 3.5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.